Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lott c., et al (2020) can we save the implant: rib-based implant removal rates and risk factors following irrigation and debridement (I&d) surgery? Journal of pediatric orthopedics volume 40, number 5, pages e346-e351 (USA). This retrospective study aims to identify predictive factors for implant removal with the hope of providing helpful insights to protect against the need for implant removal. January 2007 to june 2016, a total of 181 eos patients underwent rib based veptr insertion procedures.60 patients developed infections requiring I&d surgery after implantation surgery through june 2018 were identified. Finally, 59 patients (25 male and 34 female) with average age at veptr implantation was 4.6 years (range: 0.48 to 12.95 y) were included in the study. Patients were categorized into 2 subgroups: removed implant with 29 patients (15 male,14 females) age at implant surgery was 4.44±3.67 years and retained implant with 30 patients (10 males,20 females) age at implant surgery was 4.74±4.09 years .the average follow-up was 5.14 years (range: 2 to 11.07 y). The following complications were reported as follows: wound infection: 36 patients treated with antibiotics were excluded; 60 patients developed infections requiring I&d surgery after implantation surgery through june 2018;1 patient with less than 2-year follow-up was excluded. 29 patients ultimately had their implants removed after an I&d surgery. An expansion or revision surgery occurred before the debridement procedure in 48 cases in the removal-implant group and in 34 cases in the retained implant group. This report is for an unknown synthes veptr. This report is for (1) unk - constructs: veptr. This is report 1 of 1 (B)(4).